Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: located completely in the tubes'), genital haemorrhage ('abnormal bleeding (general)') and systemic inflammatory response syndrome ('autoimmune disorder: inflammatory responses') in a 22-year-old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6) 2013 (B)(6) 2015), anxiety, costochondritis, goiter, hashimoto's disease, hypoglycemia, restless leg syndrome, irritable bowel syndrome and thyroid gland biopsy. On (B)(6) 2015, the patient had essure inserted. In october 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("hormonal changes: mood swings"), vulvovaginal mycotic infection ("infection bladder/urinary tract/vaginal) type: yeast infections"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In november 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth."). In january 2017, the patient experienced dyskinesia ("gastrointestinal or digestive system condition: bilateral dyskinesia") and was found to have weight decreased ("weight loss"). In august 2017, the patient experienced systemic inflammatory response syndrome (seriousness criterion medically significant) and thyroid mass ("tumor/teratoma/cancer type: thyroid nodules"). In october 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain in the lower abdomen") and adnexa uteri pain ("pain in fallopian tube area"). The patient was treated with surgery (B)(6) 2018 bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, systemic inflammatory response syndrome, dysmenorrhoea, dyspareunia, fatigue, dyskinesia, vulvovaginal mycotic infection, migraine, nausea, allergy to metals, back pain, thyroid mass, vaginal discharge, weight decreased, dysgeusia, abdominal pain, abdominal pain lower and adnexa uteri pain had resolved and the mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, device dislocation, dysgeusia, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, mood swings, nausea, systemic inflammatory response syndrome, thyroid mass, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight: 130 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: located completely in the tubes'), genital haemorrhage ('abnormal bleeding (general)') and systemic inflammatory response syndrome ('autoimmune disorder: inflammatory responses') in a (B)(6) year old female patient who had essure (batch no. C59254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2013 (B)(6) 2015), anxiety, costochondritis, goiter, hashimoto's disease, hypoglycemia, restless leg syndrome, irritable bowel syndrome and thyroid gland biopsy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("hormonal changes: mood swings"), vulvovaginal mycotic infection ("infection bladder/urinary tract/vaginal) type: yeast infections"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dysgeusia ("metallic taste in mouth."). In (B)(6) 2017, the patient experienced dyskinesia ("gastrointestinal or digestive system condition: bilateral dyskinesia") and was found to have weight decreased ("weight loss"). In (B)(6) 2017, the patient experienced systemic inflammatory response syndrome (seriousness criterion medically significant) and thyroid mass ("tumor/teratoma/cancer type: thyroid nodules"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("pain in the lower abdomen") and adnexa uteri pain ("pain in fallopian tube area"). The patient was treated with surgery ((B)(6) 2018 bilateral salpingectomy (per pfs)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, systemic inflammatory response syndrome, dysmenorrhoea, dyspareunia, fatigue, dyskinesia, vulvovaginal mycotic infection, migraine, nausea, allergy to metals, back pain, thyroid mass, vaginal discharge, weight decreased, dysgeusia, abdominal pain, abdominal pain lower and adnexa uteri pain had resolved and the mood swings outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to metals, back pain, device dislocation, dysgeusia, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, migraine, mood swings, nausea, systemic inflammatory response syndrome, thyroid mass, vaginal discharge, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received lot number was added. Events "abnormal bleeding (general), autoimmune disorder: inflammatory responses, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition: bilateral dyskinesia, hormonal changes: mood swings, infection (bladder/urinary tract/vaginal) type: yeast infections, malposition of essure device: located completely in the tubes, migraines/headaches, nausea, nickel allergy, pain, tumor/teratoma/cancer type: thyroid nodules, vaginal discharge, weight loss, other injury or complications: metallic taste in mouth, lower back pain, abdominal pain, pain in lower abdomen/ fallopian tube area, she did not undergo essure confirmation test" were added. Medical history, reporter information were added. Outcome of events " all symptoms resolved but hormonal changes has improved". Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.